Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter read inaccurately high in comparison to her feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on march 21 2017, in the evening, she obtained results of ¿158, 186 and 258mg/dl¿ on the subject meter which she felt were inaccurately high. Meter to feelings comparisons do not meet lfs criteria of a valid comparison for accuracy. The patient manages her diabetes by self-adjusting her insulin dose and took her usual dose of medication in response to the alleged issue. The patient reported that 20 minutes after the issue occurred she developed a symptom of ¿shaking¿ however denied receiving any treatment. During the call the cca noted that the meter was set to the correct unit of measurement and the test strips had not expired or been stored incorrectly. The patient did not have control solution available to perform a control test. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.